Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed adjustments. The patient stated she did not like the vibration. She stated she just felt the vibration and pain. The patient reported that during the trial they were pain free. She was to visit her doctor the next month to have her fentanyl patches taken off. She alleged the manufacturer representative (rep) was not setting the numbers correctly. The patient indicated that she went to her doctor on (B)(6) 2016 and the rep was there and it did not help. She also indicated that she had gone in 3 times since implant for adjustments. The patient stated that the rep was not listening to her about getting the numbers set correctly and wanted to know why the rep could not get the setting correct. The patient was directed to schedule an appointment with her doctor. Additional information was received from the health care professional (hcp) indicating that the actions taken to resolve the vibration and pain issues was to remove the device and the cause of the issue was unknown. The vibration and pain issues had been resolved.

Event description:
Additional information received from the patient reported that steps taken to resolve the vibration and pain issue included meeting with manufacturer's representatives (reps) to adjust her new unit. The patient noted that nothing worked and she did not like the vibration feeling. The patient also noted that the vibration and pain issue had never resolved. Her unit was adjusted 5 times without results. The patient noted that the trial unit worked and she had hardly any pain and no vibration with it. The patient noted her implant surgery was on (B)(6) 2016 and "from the start the unit never worked." The patient talked to the rep on the phone on (B)(6) 2016a and the rep helped the patient increase the unit for better pain control, but the unit did not work as the vibration was too high and there was no pain relief. On (B)(6) 2016, the rep came to the patient's doctors appointment and adjusted her unit. The patient stated that "from this point on , the unit did not work" and she had "lots of pain and vibration." Between (B)(6) 2016, the patient met with the rep 5 times. The patient noted that the pain and vibration was more than she could stand. The patient's unit was turned off and her doctor removed the unit. The patient noted that she was very upset. Additional information received from the patient's managing physician reported that the patient's spinal cord stimulation (scs) system had not been explanted in full or in part. The cause of the vibration and lack of pain relief was not determined. The physician noted that the vibration and lack of pain relief had been somewhat resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.